Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representatice replaced the 1a fuse in the power supply. The system was tested and found to be working as intended and put back in service.